Manufacturer narrative:
The initial report indicated a PMA/510k number of p860006 in error and has been corrected in this report to indicate p960004. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (nurse practitioner) regarding a patient who was receiving baclofen with concentration 1000 mcg/ml at a dose rate of 316.4 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient¿s pump was due for a refill. The patient had missed an appointment and on (B)(6) 2019 there was a critical alarm for empty pump. When they checked the pump on (B)(6) 2019 there was 1.5 ml in the pump. The possibilities of having withdrawn a small amount from the dead space in the pump reservoir or that other factors could have led to the pump not being completely empty such as a partial catheter occlusion or kink were being considered. The patient was described as having seemed more spastic but that he was an alcoholic, so the hcp didn¿t think the patient would know. No further patient complications have been reported as a result of this event.